Event description:
It was reported that during a common femoral artery stenting procedure, a stent dislodged inside the patient. The 90% stenosed lesion was located in the severely calcified and non tortuous left common femoral artery. The iliac arteries had a bifurcation (less than 45 degrees). The express vascular ld 10.0x40mm stent was advanced to the lesion with difficulty. There was resistance in advancing the device. The device was withdrawn from the patient and the stent was dislodged in the left internal iliac artery. A loop was used in an attempt to retrieve the dislodged stent. The stent balloon was used in attempt to secure the stent in the left common iliac artery, however the distal end of the stent was anchored in the left internal iliac. The procedure was not completed. No further patient injuries or complications were reported. The patient status is reported as "stable." This product is only ous approved, but is similar to a us marketed device.

Manufacturer narrative:
Device evaluation by manufacturer: visual and tactile examination of the returned device revealed the shaft curved slightly and slightly flattened at the proximal balloon sleeve. No other damage was noted with the shaft of the device. There was no stent on the balloon and the stent was not returned. The balloon was not folded or wrapped around the shaft of the device. The balloon was creased and had traces of dried contrast media inside. It was not possible to see a clear impression of where the stent was originally crimped due to the balloon having been inflated. The device was passed over a 0.035" guidewire with no restrictions noted. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp), however this was not possible. The device was immersed in warm water in an attempt to dissolve the build up of the dried contrast media. The second attempt to inflate the device was unsuccessful. The flattened shaft proximal to the balloon sleeve may have contributed to the balloon not inflating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a common femoral artery stenting procedure, a stent dislodged inside the patient. The 90% stenosed lesion was located in the severely calcified and non tortuous left common femoral artery. The iliac arteries had a bifurcation (less than 45 degrees). The express vascular ld 10.0x40mm stent was advanced to the lesion with difficulty. There was resistance in advancing the device. The device was withdrawn from the patient and the stent was dislodged in the left internal iliac artery. A loop was used in an attempt to retrieve the dislodged stent. The stent balloon was used in attempt to secure the stent in the left common iliac artery, however the distal end of the stent was anchored in the left internal iliac. The procedure was not completed. No further patient injuries or complications were reported. The patient status is reported as "stable." This product is only ous approved, but is similar to a us marketed device.

Manufacturer narrative:
(B)(4).